Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported a 1.7% positivity rate on flu b. The customer communicated that some of the results were confirmed negative by molecular (pcr testing). Unknown if other results were confirmed. Confirmation method(s) not provided. The customer also reported false negative sars result (exact number unknown). The results were confirmed positive with pcr.